Manufacturer narrative:
Per tandem¿s pump user guide: check that your connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 325 mg/dl. Reportedly, there were air bubbles present in the cartridge tubing. Customer administered a correction bolus, and tandem technical support assisted customer with priming the air bubbles out. Additionally, it was reported that the cartridge connection disconnected. Reportedly, the customer replaced the infusion tubing and resumed insulin delivery.